Manufacturer narrative:
Returned reciproc file r25 8/100 25mm 025 is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. No link can be established between breakage issue and information found during DHR review (batch - only provided batch which corresponds to a production of reciproc files r25 8/100 25mm 025). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 4x file broke during use. Broken part remained in canal and canal was filled and treatment completed. No injury occurred.